Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of broken - distal instrument grip cables is attributed to a component failure. Fa observed additional failures that were not reported by the customer. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Root cause of this failure is attributed to a component failure. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument failed the electrical continuity test. No signs of thermal damage was observed. A piece approximately 0.041" x 0.042" was missing. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# n102103160061) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There was 1 use remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have had the jaws not close properly. The procedure was completed with no reported injury.